Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on 03/14/2014.

Manufacturer narrative:
Device evaluation: the device returned to mfg date is not known. The pump has been returned and evaluated by product analysis on 03/14/2014 with the following findings: investigation revealed that the display screen was dim, pink, and badly scratched. The display was replaced with a test display, and the contrast returned to normal. The battery compartment was found to be cracked from the top to pump case seal as a secondary issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).